Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. 810879) for female sterilisation. The patient had a medical history of uterine fibroid, adenomyosis, chronic cervicitis, parity 1, gravida I, gestational diabetes, polycystic ovaries, pregnancy, hypertension and rectal bleeding (patient was admitted at (B)(6) 2019 to (B)(6) 2019 for rectal bleeding). Previously administered products included: diphenhydramine hydrochloride, gabapentin, penicillin nos, copper and tylenol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy, myomectomy, right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on follow-up (B)(6) 2023 lawer reported the essure was removal via hysterectomy with unilateral salpingo-oophorectomy (side not reported, neither the reason for unilateral salpingo-oophorectomy). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: ultrasound recommended for further evaluation. Fundal fibroid on the left, 2.8 cm. The left ovary apparently has been removed for a history of tumor. The uterus is quite prominent. Essure coil seen right fallopian tube region, further evaluation with ultrasound recommended for the findings described. [Pathology test] on (B)(6) 2020: specimen: uterus, cervix, right tube, and right ovary diagnosis: uterus, cervix, right fallopian tube and ovary, hysterectomy and right salpingo ¿ oophorectomy 479 gm of uterine corpus and cervix. Cervix: acute and chronic cervicitis with squamous metaplasia. Endometrium: weakly proliferative endometrium myometrium: intramural leiomyomata (largest 3.5 cm) and adenomyosis serosa: histologically unremarkable. Right fallopian tube: histologically unremarkable fimbriated fallopian tube with complete cross section. Right ovary: cystic follicles and hemorrhagic corpus inteum cyst. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number, reporters information, medical history and lab data were added, non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. 810879) for female sterilisation. The patient had a medical history of uterine fibroid, adenomyosis, chronic cervicitis, parity 1, gravida I, gestational diabetes, polycystic ovaries, pregnancy, hypertension and rectal bleeding (patient was admitted at (B)(6) 2019 to (B)(6) 2019 for rectal bleeding). Previously administered products included: diphenhydramine hydrochloride, gabapentin, penicillin nos, copper and tylenol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy, myomectomy, right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on follow-up 03-may-2023 lawer reported the essure was removal via hysterectomy with unilateral salpingo-oophorectomy (side not reported, neither the reason for unilateral salpingo-oophorectomy). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: ultrasound recommended for further evaluation. Fundal fibroid on the left, 2.8 cm. The left ovary apparently has been removed for a history of tumor. The uterus is quite prominent. Essure coil seen right fallopian tube region, further evaluation with ultrasound recommended for the findings described. [Pathology test] on (B)(6) 2020: specimen: uterus, cervix, right tube, and right ovary diagnosis: uterus, cervix, right fallopian tube and ovary, hysterectomy and right salpingo ¿ oophorectomy 479 gm of uterine corpus and cervix cervix: acute and chronic cervicitis with squamous metaplasia endometrium: weakly proliferative endometrium myometrium: intramural leiomyomata (largest 3.5 cm) and adenomyosis serosa: histologically unremarkable. Right fallopian tube: histologically unremarkable fimbriated fallopian tube with complete cross section. Right ovary: cystic follicles and hemorrhagic corpus inteum cyst. Lot number: 810879 manufacture date:2010-12 expiration date: 2013-1. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery via hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on follow-up 03-may-2023 lawer reported the essure was removal via hysterectomy with unilateral salpingo-oophorectomy (side not reported, neither the reason for unilateral salpingo-oophorectomy). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter and essure removal via hysterectomy with unilateral salpingo-oophorectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On 27-oct-2020, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.